Manufacturer narrative:
One medfusion pump was received with the top case cracked/chipped by the front left and right bottom corners. The battery cover was cracked and there was visible contamination by the "l" bracket pole clamp. The event history log was reviewed and there was no evidence of the reported issue. The power up process was conducted and visual inspection was conducted for the contamination on the interconnect board. The time was updated and tested wirelessly. The reported issue was unable to be duplicated. No damage or contamination was found on the interconnect board. There was no fault found with the returned pump.

Event description:
Information was received indicating that the time on a smiths medical medfusion pump would not update and there was contamination on the interconnect printed circuit board (pcb). The issues were discovered during preventative maintenance testing and there was not patient involvement. .